Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a broken tip issue occurred. It was reported that the vizigo¿ sheath was observed to have had a bent tip. This was visualized immediately when it was opened and it was not used in the patient. The damage did not result in wires being exposed. It resulted in lifted edge at distal end, unable to advance sheath through skin. Sheath was replaced and case continued. No adverse patient consequence was reported. The broken tip issue is MDR reportable.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 19-may-2023. The device evaluation was completed on 29-may-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a broken tip issue occurred. Device evaluation details: visual inspection and deflection test of the returned device were performed following bwi procedures. Visual inspection was performed and no problem was found. No broken or bent tip was observed. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history review (DHR) was performed for the finished device 50000223 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the d4. Expiration date and h4. Device manufacture date have been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).